Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device which determined that the device was not working. The device was disassembled and the electric motor and the electronic control unit (ecu) of the device were measured separately to identify where the failure persists. After measurements, it is concluded that the malfunction was with ecu. The ecu was damaged and so the handpiece jammed towards the end of operation. It was further determined that the device failed pretest for check for sticky speed trigger. The assignable root cause of this condition was determined to be traced to component failure due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products: k-wire device as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device jammed. It was reported that when the procedure started the user attached a k-wire device to the handpiece device. It was reported that two minutes after the user started drilling the k-wire through the bone the device stopped working. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.